Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report#: 3006705815-2018-02948. It was reported the patient's stimulation decreased by itself when stimulation was turned on. System diagnostics revealed high impedance readings on all lead contacts as it was found the leads had migrated . Consequently, the patient underwent surgical intervention on (B)(6) 2018 wherein the leads were explanted and replaced with a single lead. Reportedly, effective therapy was restored following the procedure.